Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 300 mg/dl. Customer stated that she had a party and overate. Customer stated that the insulin pump is out of insulin. Customer will treat with manual injection. Customer stated that the motor error alarm occurred during prime process. The insulin pump did fall out of her pocket. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.